Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that a smiths medical portex blue line tracheostomy tube curvature did not fit with the patient's trachea. The patient reported discomfort during use. No additional adverse patient effects were reported.